Event description:
Event description from the hospital: "the patient was in the cardiac intensive care unit (cicu), on extracorporeal membrane oxygenation (ECMO). The medical team had finished the second evaluation for brain death which was consistent with brain death. They were awaiting results of a prior eeg. A physician lifted and lowered the head of the patient's bed. This appears to have caused a part of the maquet post oxygenator connection outlet to break in two, causing a disruption in the ECMO circuit with rapid blood loss. One of the physicians re-attached the parts leaving only a small dripping of blood. During this event, it was learned that the prior eeg confirmed brain death and the patient was pronounced dead." Follow-up with the facility on (B)(4) 2012: this was not a failure of the oxygenator. When the head of the bed was being lowered one of the arm rails hit the outlet and broke it off. The patient had been on support since (B)(6). (B)(4).

Manufacturer narrative:
The manufacturer, maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The facility medwatch stated lot #70075847, however during follow-up with the facility it was noted that two oxygenators were used but they were unable to determine which one was involved in the incident. Additionally the lot #'s used were 70072248 and 70079206, and not lot #70075847. Items marked ni are unknown at this time.